Event description:
A doctor contacted baxter (B)(4) regarding a leak from a minicap transfer set. The doctor stated there was leakage from the silicone tubing of the transfer set, found during use. The product was in use for 30 days. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.